Manufacturer narrative:
No product was returned to oscor inc. For evaluation as customer stated the device is still in use; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The reported issue of threshold cannot be confirmed by photos provided. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. Several attempts were made to obtain additional patient and event information, and all attempts with additional details provided are contained in the attachments under the diligence log. At this time, it is not possible to assign a definitive root cause for the event as reported as the device is still in use. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported approximately four weeks post implant that both epicardial right ventricular (rv) leads exhibited high thresholds and blood inside the leads. The epicardial rv leads were explanted and replaced. No patient complications have been reported as a result of this event. Product was used for an epicardial pacemaker implantation. Then, the second procedure was a revision/addition of new epicardial electrodes due to high thresholds on the leads. It is unknown which leads the adaptor was attached to. There was no delay in the procedure reported. Blood was found in leads upon exposure during revision procedure- assumed blood in leads from use in body. There was no blood loss associated with blood in the leads. No leakage observed during procedure.

Manufacturer narrative:
H2: the customer stated the device was explanted and discarded on (B)(6) 2023. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information received on 04/28/2024: the customer stated the device was explanted and discarded on (B)(6) 2023.